Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1803 nodule. H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024. Upon removal of the sensor, a portion of the sensor wire remained attached to the sensor pod, and a portion of the sensor wire remained in the skin. The patient developed a foreign body reaction that consist of redness, inflammation, swelling, and a lump at the sensor insertion site. The patient had soreness in the area. On (B)(6) 2024, the patient consulted a physician and had an x-ray which showed no evidence that a foreign object was retained under the skin. The healthcare provider (hcp) diagnosed the patient with an infection and prescribed an oral antibiotic medication (doxycycline hyclate,100 mg capsule once per day for 10 days). At the time of the report, the patient was doing okay. A photograph was provided for investigation. The photo shows redness and inflammation extending beyond the sensor footprint perimeter. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.